Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Patient did not start sensor session due to the missing sensor wire. Patient could not locate any portion of the sensor wire but confirmed that it was not in her body. No additional event or patient information is available. A photograph was received, which confirmed the alleged malfunction. The complaint was confirmed. A root cause cannot be determined.